Event description:
Medtronic received a report that while doing the embolization of a complex ruptured arteriovenous malformation (avm)  with onyx-18 les, the physician placed the apollo microcatheter at the optimum position inside the nidus. Then after injecting approximately 0.25ml. Of the onyx-18, the physician realized that it was not coming out from apollo <(>&<)> resistance was increasing. So the physician had to take out this apollo microcatheter <(>&<)> onyx-18 syringe <(>&<)> used new microcatheter to complete the embolization procedure. While taking out the attached onyx syringe, some onyx was dropped on the operating table.  The onyx and any accessories were prepared as indicated in the instructions for use (IFU). The apollo was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of an avm. The avm is an eloquent region. The access vessel was the right posterior internal carotid artery with a diameter of 1.2mm. It was noted the patient's vessel tortuosity was severe. Additional information received reported the dead space of 0.23ml. Was filled with dmso. During flushing there was friction after injecting 0.25ml. Onyx-18. There was no kink or damage on the catheter. There was no onyx¿reflux. It was noted that the injection was continuous. Initially onyx was displacing dmso, so physician didn¿t pause between the injection till 0.25ml.

Manufacturer narrative:
Product analysis #296104840:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the apollo micro catheter and onyx 18 kit were returned for analysis within a shipping box. A 1ml onyx syringe and an onyx 18 vial (ref: (B)(4) lot: b387244) were returned within an opened onyx 18 outer carton (b337866). The apollo micro catheter was returned within an opened apollo inner pouch (b305764). ¿ damage location details: dried onyx residue was found still within the 1ml onyx syringe barrel. No damages were found with the syringe. The onyx 18 vial aluminum cap tab was found already removed with its rubber stopper punctured. The contents of the onyx 18 vial were found consumed. Dried onyx residue was found within the apollo catheter hub. No damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the apollo catheter body was found ruptured at ~19.8cm from the catheter distal tip. The apollo catheter detachable tip was found intact. No damages were found with the apollo catheter distal tip. The apollo catheter distal tip lumen was found occluded with onyx. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter occlusion¿ report was confirmed as the returned apollo micro catheter was found occluded with onyx. It is likely that the onyx prematurely solidified within the apollo micro catheter causing the user to experience increased resistance during injection. Onyx premature solidification can occur due to exposure to water, saline, blood, or contrast solution, pauses longer than 2 minutes, slow injection rate, and not enough dmso in the dead space of the catheter. It was reported the dead space of the catheter was filled with dmso, there were no pause, and the injection rate was followed as indicated in the IFU (instructions for use). Therefore, it is likely that the onyx became exposed to water, saline, blood, or contrast solution causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Regarding the rupture found with the returned apollo catheter, catheter rupture can occur during injection of onyx when the distal portion of the catheter is kinked, prolapsed, or occluded, injection against resistance (premature soli dification) causing over-pressurization, injection rate too high, or pauses for greater than 2 minutes during onyx injection. The rupture appears to have occurred as a result of over-pressurization. As the onyx was not visualized within the apollo catheter distal tip lumen it is likely that onyx premature solidification occurred causing the apollo catheter to become occluded, subsequently rupturing due to over pressurization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.